Manufacturer narrative:
(B)(4) for the reported event of peg tube difficulty placing. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty pulling the peg tube out of the stoma site. There was a strong resistance noted when the peg tube was being pulled out of the stoma causing the delivery system to stretch. The physician increased the incision to 8-9mm from 5mm. It was reported that the stoma incision was made at least 10cm away from an old laparotomy scar on the patient's skin. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.